Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
It was reported that the patient had exit block and phrenic nerve stimulation during pacing. Sensing threshold decreased and capture threshold increased. Dislodgement was observed. The lead was explanted and replaced .